Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. However, there was no product malfunction, the issue was the result of use error. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the scale was inaccurate due to the scale not being zeroed properly. No patients were involved.